Event description:
It was reported that the user experienced difficulty attaching the luer connector during an infusion set supply change using an inset 23"-6 mm set, prompting troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change without medical intervention. Customer care provided support that included remote troubleshooting and user education, including referral to a training video and follow-up calls. Investigation of this case revealed that the issue was use-related and resolved with instruction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.